Event description:
It was reported that after predilatation was performed, the xience v stent delivery system was crossed to the lesion. During the first inflation to 13 atmospheres for 25 seconds, the balloon ruptured. The stent implant was not deployed sufficiently; therefore, post dilatation was required with a non abbott balloon to fully appose the stent to the vessel wall. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment to fully deploy the stent. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished product lot history record did not reveal any noncorming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for balloon ruptures or difficult to deploy for this lot.